Manufacturer narrative:
The device was discarded. Without the returned device a probable cause can not be determined.

Event description:
The event involved a plum set that the customer stated the patient's family member noticed leakage when there was 60 - 70 ml of oxaliplatin left in the bag. The customer reported the nurse checked the leak with her bare hand, which caused stinging pain, rash, and swelling on the nurse's right index finger. The nurse rinsed her finger with running tap water for 10 minutes but the symptoms remained. The nurse then received an unknown medical treatment and felt fine. There was no patient or family member involvement, harm, or adverse event.